Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The customer reported that during a unknown repair that their vapr s90 electrode was sparking and arcing in the patient's joint space. The surgeon completed the procedure with another like device with no patient consequences or delays. The customer had no further information.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection revealed that the active tip showed signs of activation. Additionally, there is evidence of melting at the proximal end of the manifold surrounding the return brace. Electrical tests were performed on the device and passed all except the hipot test due to the tip condition. Functional testing was conducted and revealed no issues. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).